Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert was received. Data was evaluated and the allegation was confirmed as a transmitter fatal error was observed. The probable cause was determined to be a transmitter fatal error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.